Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, provided instructions for future actions, and confirmed the customer could continue using the pump without recurrence of the malfunction code.